Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a specific cause for the reported driveline infection and a direct correlation between heartmate ii lvas, serial number (B)(6) and the patient¿s ventricular tachycardia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) no product is available for investigation. The current heartmate ii lvas IFU lists driveline or pump pocket infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU and patient handbook contain information for preventing and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the presented to clinic on (B)(6) 2019 with complaints of pain at driveline site. The patient reported dropping the shower bag while bathing, causing tension on the driveline. The site was prolapsed and inflamed. On (B)(6) 2019, the patient was admitted and underwent a driveline debridement. Cultures from the operating room (or) were positive for +staph simulans and +staph lugdunenesis. Bc negative. Infectious disease (ID) was consulted. Patient will be discharged on oral keflex 1g to be taken 3 times a day for 2 weeks. Anticoagulation was restarted after surgery and patient was discharged home on aspirin and coumadin. The patient experienced some vt during hospitalization in which the vad speed was decreased to 9600rpm. No additional information was provided.